Event description:
It was reported that while removing screws from the plate to adjust a screw that went through the plate, the rings came out with the screws. A second plate was inserted. Surgeon decided to move the plate. While removing the screw in this second plate, the ring came out of the plate. Plate was replaced and procedure completed. Patient outcome: no adverse effect reported as a result of this event.